Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical der states that there was an ae for non-ingrowth of the ztt sleeve with resulting subsidence and fracture of the distal stem.